Event description:
Hcp reported the pt overdosed on opiates and alcohol consumption in 2003 which left pt in a comatose state. The pump was then implanted in 2004. The pt died of "inoxic encephalopathy" in two and half months. The medical examiner stated "death was not related to the pump," it was secondary to the decedent's overdose in 2003.